Manufacturer narrative:
As reported, the stent of a 9x40 precise pro rx carotid stent system got stuck with the filter; with the "filter and guiding". There was difficulty encountered while advancing/tracking the sds towards the lesion. It was replaced with a non cordis stent. There was no reported patient injury. An unknown cordis sheath was used. He stent got stuck while in the target vessel, which was the common carotid artery. The vessel had moderate calcification and tortuosity. It was 31mm in length. The diameter of the unconstrained stent size 1-2 mm larger than the vessel diameter. The lesion was pre-dilated prior to stent implantation. The stent delivery system did pass through acute bends. A contralateral approach was used for delivery. One photo was attached to the event-2024-11614. In the photo, a partially deployed stent is observed. No other anomalies nor outstanding details could be observed on the images provided. The reported event by the customer as ¿guidewire lumen (inner shaft) ¿ resistance/friction¿ and ¿stent delivery system (sds) - tracking difficulty¿ were not confirmed since not much details could be noted on the picture provided and no procedural images were provided. The reported event by the customer as "stent delivery system (sds) - deployment difficulty - partial deployment" was confirmed since a partially deployed stent is noted. It is possible that the resistance reported caused friction that affected the stent. This in turn may have caused issues with properly tracking in the vessel. Other procedural and/or handling factors may have also contributed. Interference or friction between devices (including all catheters, wires, sheath introducers, balloon/sds catheters) whether between one or multiple manufacturers product lines is a known occurrence. If resistance is encountered the system should be withdrawn together as one unit to prevent injury. This is a common practice during. The photos do not provide sufficient information to determine whether there is a manufacturing-related issue or not, the information is insufficient to draw any further conclusions. Therefore, no actions will be taken at this time.

Event description:
As reported, the stent of a 9x40 precise pro rx carotid stent system got stuck with the filter; with the "filter and guiding". There was difficulty encountered while advancing/tracking the sds towards the lesion. It was replaced with a non-cordis stent. There was no reported patient injury. An unknown cordis sheath was used. He stent got stuck while in the target vessel, which was the common carotid artery. The vessel had moderate calcification and tortuosity. It was 31mm in length. The diameter of the unconstrained stent size 1-2 mm larger than the vessel diameter. The lesion was pre-dilated prior to stent implantation. The stent delivery system did pass through acute bends. A contralateral approach was used for delivery. The device was not returned for evaluation as initially was reported. Addendum: picture analysis demonstrates a partially deployed stent.